Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2014, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was told there was a fracture of the atrial lead. No sign of fracture was found. Testing revealed the impedance was within range; however, the threshold was high. It was also reported the patient developed a pocket infection and the implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.